Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s, serial: (B)(6); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was patient representative reported the patient couldn't charge their implanted neurostimulator (ins), but didn't know the event date. Pt spoke to mdt rep. (Name asked, unknown) via phone, but didn't know when. Pt rep wasn't with the pt nor did they have the external equipment with them. The pt rep noted the pt was recently implanted this month and had the staples removed. Pt rep confirmed the pt was taught how to use the external equipment and given permission to recharge the ins. Agent suggested the patient call back with their external equipment for further troubleshooting. Patient and patient rep (caller) called back with equipment. Pt clarified the issue started yesterday and they tried to charge during the call, but the controller doesn't turn on when plugged into the recharger. Caller said controller did turn on when plugged in to ac power and said 100%. Caller plugged controller in to ac power supply without li battery and reported the screen turned on. Caller then reinserted li battery and reported the screen stayed on and green light started blinking. Caller unplugged cord and screen stayed on, however right when they plugged in recharger, the screen went blank again and caller had to reset to resolve. Caller did not see any damage to recharger plug or controller port. Agent sent replacement recharger request to repair. Case reopened and reassigned to send email to repair. Caller called back stating they have not received the recharger yet. Agent reviewed information and recharger was not shipped originally. Agent emailed repair to expedite recharger.